Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; the device did not finish infusing after the expected time of 46 hours. This was observed during patient infusion. When the nurse tried to remove the device from the patient, it was still half full. It took more than 70 hours to complete infusion. The device was filled with fluorouracil plus diluted solution to a total fill volume of 215ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 30, 2021 - august 02, 2021. H10: the actual device was received for evaluation containing 4 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.